Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a possible leak occurred on pumping action. Pump (dimpled) would not fill on test (in situ) using empty 60cc syringe to aspirate. Pin prick identified on right cylinder post removal.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, a reservoir, and a piece of detached connector tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the detached connector. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities are noted with the pump or the reservoir. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the detached connector tubing occurred subsequent to the device packaging being opened. Based on the evaluation and the short period in-vivo, quality concluded that the separation most likely occurred inadvertently due to sharp instrumentation during the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.